Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during a posterior prolapse repair procedure performed on an unknown date. According to the complainant, the patient underwent implantation without incident. However, a small rectal erosion occurred post operatively. The physician plans to perform an additional procedure at a future date. No further information is available.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.